Event description:
Following a laparoscopic anti-reflux procedure, a patient shoulder pain radiating into the jaw leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant due to shoulder pain radiating in to the jaw occurred on (B)(6) 2018. The surgeon cannot confirm that the linx device caused this pain. A fundoplication was performed at the time of removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient shoulder pain radiating into the jaw leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred on an unknown date. -device explant due to shoulder pain radiating in to the jaw occurred on (B)(6) 2018. The surgeon cannot confirm that the linx device caused this pain. A fundoplication was performed at the time of removal.